Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material and root cause of why it remained on the device could not be identified. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. - IFU states the detection method in bf-180 series operation manual chapter 3 preparation and inspection -IFU states the preventative measures in bf-180 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the scope has foreign material. Further inspection using a borescope, tears were found in the forceps passage. It was observed that the distal end plastic cover had minor chips. It was also observed that the glue of the bending section cover had a crack. Additionally, it was observed that the glue of the objective lens had a crack. It was also observed that the insertion tube had a bite, dent and or buckle. Lastly, it was observed that the light guide prong/ mount was loose. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It was unknown if the facility delayed the start of precleaning on the equipment after use. The customer confirmed that the insertion section was wiped. The customer confirmed that the scope is presoaked in detergent solution. The customer confirmed that the facility wipes/ brushes the insertion section (including bending section) with clean lint-free cloths, brushes, or sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii bronchovideoscope has red markings about six inches down from the main port. The reported issue was discovered during reprocessing of the scope. The scope was cleaned and decontaminated twice with no resolution as observed through borescope inspection. There was no patient/user harm or injury reported due to the event.